Manufacturer narrative:
H6- investigation type code: 4110- lens work order search- no similar complaint event(s) within associated lots were found. H11- manufacture narrative: there was no damage reported to have been noticed during the inspection required by the dfu prior to use and preparation, which suggests a product deficiency did not contribute to the reported difficulties. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the lens flipped upside down. There was patient contact but no patient injury. The lens was implanted, removed and replaced intraoperatively with a backup lens and the problem was resolved. The cause of the event was reported as unknown.